Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged from it's septal placement and fell into the right ventricle apex. The rv lead was repositioned back to the septum and remains in use. No patient complications have been reported as a result of this event.